Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our service center in (B)(4) where it was inspected by a trained fisher and paykel healthcare (fph) service technician. Our investigation is based on the information provided by the fph service center and our knowledge of the product. Results: the subject neopuff was tested in accordance with the neopuff technical manual at the fph service center and it was confirmed that the manometer readings were out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is likely that the manometer was out of specification due to some form of impact to the neopuff. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in (B)(6) reported that the manometer gauge of a neopuff infant resuscitator was out of specification and requested service. There was no patient involvement.